Manufacturer narrative:
(B)(4) - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension dislodged from the main tube and the entire tube extension wall circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. An arc track was found at the breakage location, confirming that an arcing event occurred. .

Manufacturer narrative:
The instrument has not been returned, however, a photographic image of the instrument was received and evaluated. Per the customer reported complaint, engineering observed a broken tube extension at the main tube interface with no evidence of arching seen. Since the instrument was not returned for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or additional information is received.

Event description:
It was reported that during a da vinci si surgical procedure, the shaft of the monopolar curved scissors instrument bent and arching occurred. No patient harm, adverse outcome or injury was reported.